Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6)2016, the patient experienced a blood glucose of 44 mg/dl with loss of consciousness, unsteadiness when standing and walking and severe headache associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and was treated by emergency medical services with a glucagon injection and oral carbohydrates as needed. During troubleshooting with customer technical support, it was reported that the patient's healthcare provider made recent changes to their basal rate and bolus settings. It was reported that the patient had delivered a carb correction bolus without eating the requisite number of carbohydrates; there was no allegation against the pump. This complaint is being reported because the patient allegedly experienced hypoglycemia as a result of use error.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 05/25/2017 with the following findings: no abnormal pump behavior was revealed during investigation. Review of the pump¿s black box indicated no abnormal pump behavior. Data relevant to the alleged event was overwritten due to extended pump use. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. All deliveries performed during investigation were recorded accurately in the pump¿s history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).